Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's system was explanted on (B)(6) 2021 due to the infection at the lead site. The infection is resolved.

Event description:
Additional information received confirmed the patient underwent a wound washout on (B)(6) 2021 and was placed on antibiotics to address the issue.

Manufacturer narrative:
D4 - product information has been added.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date is unknown.

Event description:
It was reported that the patient had an infection at the lead site. As a result, a washout procedure occurred of the site on (B)(6) 2021.